Event description:
It was reported in a service report, the bed caught on fire and burned the wall. It is reported, a pt was involved, however, no adverse consequences are reported.

Manufacturer narrative:
Thermal event.